Event description:
It was reported prn adapter had a separation issue. The following information was provided by the initial reporter, translated from chinese: "the neonatal ward of the hospital reported that when using this batch of disposable prn for puncture infusion, many cases of prn rubber plugs were separated from the joints and could not be used, which delayed the treatment time.".

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0227754. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event and previous investigations into this product family our engineer shave determined that the most likely root cause for this event is the presence of silicone residue on the sleeve stopper. Silicone is used in the manufacture of this device and can reduce the friction imparted on the surface of the sleeve stopper. CAPA#1389644 was initiated. H3 other text : see h.10.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prn adapter had a separation issue. The following information was provided by the initial reporter, translated from (B)(6): "the neonatal ward of the hospital reported that when using this batch of disposable prn for puncture infusion, many cases of prn rubber plugs were separated from the joints and could not be used, which delayed the treatment time."